Manufacturer narrative:
Date of initial report: 2017-03-24. The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported patient complications occurred after a procedure where a ligasure device was used. During the procedure, a seal was oozing so they continued to seal the oozing area with the device. That evening, the patient returned to the operating room due to bleeding from the same site.